Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(4), showed no anomalies. Analysis of extension model 3708220, serial # (B)(4), showed no anomalies. Analysis of lead model 3777-60, serial # (B)(4), showed no anomalies. Analysis of lead model 3487a-56 serial # (B)(4), showed no anomalies. Analysis of lead model 3487a-56 serial # (B)(4), showed no significant anomalies. Analysis of the 3 returned anchor accessories showed no anomalies.

Event description:
It was reported that the patient didn¿t receive relief and the device was explanted. The reason for removal was noted as therapy-related and device-related and the physician would like to have testing done. It was reported that there was no event and ¿peak¿ was used during explant. It was unclear what peak referred to. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), product type extension; product ID 3777-60, serial# (B)(4), product type lead; product ID 3487a-56, lot# va01c7t, product type lead; product ID 3487a-56, lot# va01c7t, product type lead; product ID 97791, product type accessory; product ID 97791, product type accessory; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.